Event description:
The customer reported approximately one milliliter of clear fluid leaked outside the instrument, from the manual probe, while analyzing one patient sample involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak from the manual probe due to the probe rinse block not extending to the full length of the probe. The fse adjusted and cleaned the probe rinse block and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the insufficient probe rinse block travel. A definitive root cause is unknown. (B)(4).

Event description:
The operator was wearing protective gloves.